Manufacturer narrative:
The reported event that the drill fractured intra-operatively could be confirmed. The visual inspection revealed that a part of the drill tip has been broken off. The breakage area and the remaining drill helix part shows a black color and heavy, plastic deformations. Furthermore, the cutting edges of the drill helix were heavily, plastically deformed / destroyed and shows a melted condition / very strong material bulging resulting from collision and friction with a metal object ¿ definitive no bone - in combination with a too high revolution speed. Also, the different occurred colours in the breakage area indicate too high temperature. Moreover, the breakage surface shows also strong material deformation and material bulging as well as a melted condition resulting from further drilling after the tip breakage. Finally, based on the investigation the root cause of the reported event was attributed to an inappropriate user handling. Indications for any material, manufacturing or design related issues were not found in the investigation. No preventive and/or corrective actions are deemed necessary at this time.

Event description:
It was reported that the small end of the bit broke off in the patients bone during the surgical procedure. There were no adverse consequences or revision surgery reported.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the small end of the bit broke off in the patient's bone during the surgical procedure. There were no adverse consequences or revision surgery reported.